Event description:
The customer reported that the monitor did not produce an alarm for an asystole alarm condition. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor did not produce an alarm for an asystole alarm condition. No pt harm was reported. The central and bedside monitors were tested and found to be functioning as intended. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.